Event description:
An electrosurgical cable burned apart during a gall bladder procedure. The damage was at the end of the cable closest to the generator. A 4cm hole was burned in a part of a surgical drape that was near the sparking. No injuries were reported.